Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the analysis results found that one device was returned without the cannula cap. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. Additional information was requested and the following was obtained: -please provide procedure name and date. -please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. -please provide status of product return. ==>the device is in process of shipment from the customer.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and the absorbable strap was used. It was reported that the device was defective and the straps were not delivered properly. Upon evaluation of the returned sample it was found that the device was returned without the cannula cap. Another device was used to finish the procedure. There were no adverse patient consequences. Additional information was requested.